Manufacturer narrative:
Additional information has been provided in d3. Difficult to position: the cause of the issue was most likely use related as details indicate the pump became pulled out into the aorta as the md was repositioning.

Manufacturer narrative:
B1: added product problem. H6: omitted a150202 and added a150203.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient undergoing protected percutaneous coronary intervention. During repositioning, the impella catheter migrated into the aorta. Attempts to reposition the device were unsuccessful. As a result, the impella cp was exchanged for a new impella cp device without any observed impact on the patient's hemodynamic status during the event or following the device exchange. The procedure was completed without complication. The patient survived to explant with no harm noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.